Event description:
3.0 fr v-cath PICC line removed by special procedures dept. Fractured pieces of PICC left in pt. Pt persisted with 2 day hx sweats, no temp, chills, shortness of breath. Piece of PICC found with cxr.